Event description:
According to the reporter, during a laparoscopic myomectomy, the suture was found to have many knots broken inside the package. The device was not used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.